Event description:
It was reported that during a gastric sleeve on the third firing the staples did not form at all on the stomach side of the staple line. Suture and glue were used to close the wound and a new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a green reload loaded on the device and the reload appears to be fully fired from the left side and partially fired from the right side with some protruding staples. The second photo shows a device from an anvil area with body fluids. The third, fourth, and fifth photos show a device from the anvil area with a green reload loaded and it appears to be fully fired from the left side and partially fired from the right side with some protruding staples. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. Additional information provided from provider: the first misfire resulted in a leak that required the patient to have a couple of emergency room visits, multiple procedures endoscopically, hospital stay, and for all I know some financial misfortune.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # 664a41. Investigation summary the device was inspected on-site at baptist memorial hospital in memphis, tennessee. Also in attendance during the inspection were senior marketing advanced stapling ethicon and the hospital¿s risk manager. Visual analysis of the sample determined that one plee60a device with a gst60g reload was present. Nothing unusual was observed about the device¿s clamping and opening mechanism or the anvil and channel. A gst60g reload was fully seated in the channel. The pan was securely attached to the reload body. The drivers were fully fired on the left side of the reload and partially-fired on the right side of the reload. Based on external observations, it appears the last double drivers to be fully lifted by the sled on the right-side of the reload was the third double driver from the proximal end of the reload. The adjacent single driver also appears to be the last driver to be lifted by the sled. While the pan was not removed to confirm that the sled and/or drivers were broken, the most likely failure mode was a damaged one-piece sled. Based on the visual analysis the event described is confirmed, however no conclusion or root cause could be determined. Hands on device functional analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review a manufacturing record evaluation was performed for the finished device batch number 664a41, and no non-conformances were identified.